Event description:
Implanted sometime in 2002. During a follow-up dr's visit, the pt complained of not being able to swallow. X-rays revealed a lower screw had backed out. Revision surgery to remove screw in 2002. Pt's fusion status is unk.